Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e315 could not be determined as the device as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer resolved the issue by replacing the scope. The device will not be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center displayed error code e315. The issue was found during the therapeutic procedure. There were no reports of patient harm.